Manufacturer narrative:
Manufacturer's investigation conclusion: it was initially reported through a warranty request that the serial number of the heartmate 3 system controller associated with this event was (B)(6). However, further information communicated by the account revealed that this serial number was incorrect, and that system controller (B)(6) belongs to a different patient. There were reportedly no device issues associated with system controller (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that system controller (B)(6) belonged to a different patient and there was no device issue with system controller (B)(6). The white line issue had occurred on (B)(6).

Event description:
It was reported that there were white lines on controller display and there was malfunction. The controller was reset, and it still was not working.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.